Event description:
It was reported that the patient experienced breathing difficulties and as a result, surgical intervention took place to explant the vns device.

Manufacturer narrative:
Pearl pl, conry ja, yaun a, taylor jl, heffron am, sigman m, tsuchida tn, elling nj, bruce da gaillard wd. Misidentification of vagus nerve stimulator for intravenous access and other major adverse events. Pediatr neurol 2008;38:248-251.